Event description:
It was reported that they connected the holster to the unit and the device displayed error code l4-003 during initialization. There was no pt involvement.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.